Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for a supraventricular arrhythmia. The shocks did not convert the rhythm and his heart rate eventually slowed.